Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was instructed on how to load the cartridge and resume deliveries. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the malfunction reappeared.